Event description:
It was reported that the device broke in two parts into patient. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed the knot has been cinched. The ts and suture showed no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the device broke in two parts into patient. The pieces were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.